Manufacturer narrative:
Initial reporter occupation - senior staff nurse / cath lab inventory, coordinator/clinical liaison. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab), the circulator attempted to insert the fiber optic cable into the console but it would not fit. The nurse then attempted to insert it, but they encountered the same issue. A new iab was used to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.